Manufacturer narrative:
Device is a combination product. Patient is 18 years of age or older.

Event description:
It was reported a dissection had occurred. Vascular access was obtained via the radial artery. The target lesion was located in the proximal portion of the moderately tortuous and moderately calcified left anterior descending (lad) artery. The physician successfully deployed the 3.00 x 32 promus elite drug-eluting stent at the target lesion. After post-dilatation it was noticed there was an edge dissection in the distal part of the stent .to cover the dissection the physician deployed a 2.5 x 38 promus element drug-eluting stent distally to the first stent, overlapping it to cover the dissection and complete the procedure successfully. No further patient complications were reported and the patient status was stable.